Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Investigation could not confirm foreign particles of external origin in bacteria filter after the unit operation. The airpath, airpath assembly foam, air path foam, flow path assembly, flow path filter, flow path outlet looked clean via visual observation after disassembly of the unit. Investigator could confirm presence of foreign dust particles of external environmental origin on blower bellows and blower impeller blades. However, could not confirm any black foam particulate inside the unit including flow path assembly. The posttest failures related to check clock settings, internal battery build date, detachable battery build dates were confirmed. Root cause could be due to the out of specification results for check clock settings, internal battery build date, detachable battery build dates noted in the posttest report were expected failures and the foreign dust particles noted inside blower bellows and blower impeller blades came from outside the unit and is of external environmental origin. Investigation could not observe any black particulate or evidence indicative of foam degradation inside the unit after disassembly of unit. The unit was operated at the laboratory in conjunction with a bacteria filter and a mechanical quick lung. After the unit operation, the tech could not confirm black foam particulate in bacteria filter. In addition, during the visual inspection, could not observe any black particulate indicative of foam degradation inside the unit after disassembly of the unit. After the unit operation, the unit was disassembled for a visual observation. The unit airpath assembly foam, airpath foam, flow path assembly, flow path filter including outlet looked clean. Foreign dust particles of external origin inside the blower bellows, impeller blades were observed. Investigator used the active porting block, power cord and airpath inlet filter from the test unit for the purpose of post testing of the unit. It was also noticed that the failures noted in the posttest report for the check clock settings, internal battery build date, detachable battery build dates were expected failures and would be corrected at the service center. During the initial visual observation of the exterior portions of the unit, investigator verified no visual outstanding issues were noted. The external portion of the trilogy air inlet did not show any visual indications of a particulate matter. No airpath inlet filter came with the unit at the time of the unit being brought to the product investigation lab. The unit was then used in conjunction with a mechanical quick lung and a clean bacteria filter. The unit was operated without issue. After the unit operation, the unit was disassembled for a visual observation. The unit airpath assembly foam and unit airpath foam, blower bellows, transition tube, flow path filter, flow path assembly including outlet looked clean. However, could observe foreign dust particles of external origin inside blower bellows, impeller blades. The failures noted in the posttest report for the check clock settings, internal battery build date,detachable battery were expected failures and would be corrected at the service center. The device's event logs were downloaded and reviewed. Three error codes were logged.